Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to manufacturer investigation laboratory for visual inspection of the device. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like unknown brown and black dust-like contamination and were tiny fibers/hairs at the air inlet of the blower box and on the front and rear panels, white dust-like contamination on top of the blower motor, and the blower motor seal, brown and black dust-like on the bottom enclosure, black contamination, consistent with keratin, at the air outlet of the blower box, white and brown dust-like contamination on the blower box, tiny unknown brown and black specks of contamination on the top enclosure, . Additionally, there were some technical findings like error code. In this report, box d, g, h has been updated or corrected.